Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the mfg's service ctr, "service required" codes were found in the ventilator's downloaded error log. The ventilator's internal battery was replaced to address the issues. The device then failed a step during testing. The device's sensor board was replaced to address the issue.